Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h4.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d5, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned impactor identified signs or repeated use (nicked/gouged) and two corners of the impactor pad were confirmed to have fractured off into four pieces. Further analysis identified that the fracture mode was consistent with overload failure resulting in fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured. No more information is available.